Event description:
It was reported patient had impedances on both extensions. As a result, the devices were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.